Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly for additional information which was provided. A review of historical product complaints shows that the same malfunction of intraoperative footswitch failures has not led to serious injury in the past. Although this event did not result in a serious injury, the same malfunction might lead to serious injury (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
A foreign user facility reported that during a laser procedure in which a lumenis pulse 100 laser system was being utilized, an error appeared on the screen indicating a faulty footswitch. The laser could no longer be used, and a second laser was brought in to complete the procedure. No report of patient complications were received, and the device malfunction did not cause or contribute to any change in the patient's condition.